Event description:
While trying to remove the obturator from the trocar sleeve, it was stuck and could not be removed. Surgeon tried 3-4 times pulling obturator out a little, rotating it, and finally he was able to remove it. However, it did fracture the rubber seal at the end of the trocar. He searched extensively inside patient with scope/camera for any rubber pieces, but he did not find any inside patient. He does not believe anything was left in the patient. Surgical case continued with the trocar sleeve in place, but had to place his finger over the end with each instrument exchange to maintain the pneumoperitoneum.